Event description:
The bio-transfix implant broke in half post-op. Device was implanted during an anterior cruciate ligament (acl) procedure performed in 2002. Lateral pain started in 2003. The revision surgery occurred 5 months later. At the time of removal, the pt was noted to be fully healed. Follow up info obtained in 2004 revealed pt is in satisfactory.